Event description:
It was reported that the patient had her pump replaced in 2007, due to pump battery and end of life. She returned to the hospital the following day with escalating pain. The pump was interrogated with a programmer, and the residual volume was 19.6 ml. The pump was used to deliver fentanyl 6000 mcg/ml at 649.9 mcg/day and bupivacaine; the calculated volume infused since implant was 0.1895 ml. However, the volume placed in the pump at implant was unknown. The patient was given narcan in the emergency room, then sedated and intubated, and transferred to the intensive care unit. The hcp was contacted on 01/02/2008 and reported that the patient had an anxiety attack which led to a seizure. The hcp did not think the patient had an overdose or withdrawal symptoms caused by the pump. The patient was still in the hospital and had an infection around the pump, and was being followed by infectious disease. The hcp reported that the patient had a history of staphylococcus infections and was therefore susceptible. The patient did not have meningitis. Please see MFR. Report #2182207200800047.

Manufacturer narrative:
.